Event description:
Rptr's dr really pulled one over on him. He & the dr had a long talk about the pedicle screws. He said rptr would never know they were in his back,would make him a new man & make him 100% pain free. It was the worst trauma rptr had ever been through in his life. Out of about 10 when the dr put them in they protruded. It felt like he had a big rock in his back. He was restricted in every movement. The dr hit rptr's right sciatic nerve, causing permanent damage. Rptr said he could not walk. The dr said it was inflammation. He revised the screw after making rptr walk on it for 3 wks. He never said rptr had a problem. Rptr found a new dr who found them working loose & rptr had them removed.